Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the skypoint stent delivery system attempted to cross a stent that was implanted in the same procedure. It should be noted that the xience skypoint instructions for use (IFU) states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. In this case, it is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported device embedded in tissue/plaque was due to a stent dislodgement within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, lesion in the diagonal artery. An unspecified stent was implanted in the left anterior descending (lad) artery, and shockwave was performed. Subsequently, re-wiring was performed and a 2.25x15mm xience skypoint drug eluting stent (des) was advanced behind the proximal lad; however, the stent could not cross the previously implanted stent. Some force was applied, and the stent became detached from the delivery system. The stent became a foreign body somewhere in the patient anatomy. An attempt was made to retrieve the stent with a wire, but it could not be retrieved. The patient was transferred to another hospital where the dislodged stent was crushed to the wall of the lad by another stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.